Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient faced an infusion set tubing detached event on 17-jun-2025 from tubing connector. Infusion set was used for one day. The insertion site was the left abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.